Event description:
It was reported that the programmer was intermittently unable to read implantable heart devices. The radiofrequency programmer head was changed out and the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the original customer comment of intermittent telemetry and it was attributed to a loose radiofrequency head connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found the tab on the power cord bay door had a stress mark and the door was replaced.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).